Event description:
It was reported that a spectrum pump pump turned on and then off at the maternity department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, pump turn off was reproduced. A review of the event history log revealed multiple "improper shutdown!" Messages. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however, the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the battery contact pins. The battery contact pins requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.